Event description:
It was reported that a patient was revised approximately fifteen years post implantation due to tibial loosening. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- united kingdom. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Corrected: d4 (catalog number). Visual examination of the returned product identified signs of use and implantation in the form of gouges and surface scratches. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, and h11. Corrected: d4.

Event description:
No further event information available at the time of this report.